Event description:
It was reported when using the bd vacutainer® 9nc 0.109m buffered trisodium citrate plus blood collection tubes having filled the citrate tube with 2,7ml water (= pipetted) and as a result the liquid level reaches the indicator line on the tube. The following information was provided by the initial reporter. The customer stated: we have filled the citrate tube with 2,7ml water (= pipetted) and as a result the liquid level reaches the indicator line on the tube. Is our indicator line on the tube indicating the 90% fill volume or the 100% fill volume?

Manufacturer narrative:
Investigation summary: bd had not received samples, but 1 photo were provided for investigation. The photo was reviewed and the indicated failure mode for underfill with the incident lot was not observed. Additionally, 20 retention samples from bd inventory were evaluated by functional testing and no issues were observed relating to underfill as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode underfill. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.